Event description:
It was reported that an unspecified number of pen ndl 29ga 12.7mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needles bend and sometimes break during injection. Verbatim: consumer reported that the needles bend and sometimes break during injection. Consumer stated that he is not sure if any of the needles broke off in the injection site, he stated that it could have fallen on the floor, table, etc. He did not seek medical attention. Consumer does not re-use. Lot #: 0112362. Catalog #: 328203. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 29ga 12.7mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needles bend and sometimes break during injection. Verbatim: consumer reported that the needles bend and sometimes break during injection. Consumer stated that he is not sure if any of the needles broke off in the injection site, he stated that it could have fallen on the floor, table, etc. He did not seek medical attention. Consumer does not re-use. Lot #: 0112362, catalog #: 328203, date of event: unknown. Samples: discarded.